Manufacturer narrative:
Intuitive surgical inc. (Isi) contacted the site patient safety specialist (pss) and additional information was obtained about the complaint: the pss said that they found, during their investigation, the reported intra-operative bleeding from the horizontal staple line to be inaccurate. It was reported that no intra-operative bleeding was documented for this procedure. The indication for this procedure was morbid obesity. The stomach was reportedly damaged due to the reported vertical staple line issue. It is unknown what caused the pressure build up at the jejuno-jejunostomy (jj) junction. It was noted that the junction could have been created too narrow or could have been due to edema of the tissue. It was reported that there was no noted concern of staple line issues intra-operatively. The patient experienced difficulty drinking fluids which was followed by abdominal pain which led to her returning to the hospital where sepsis was identified. The patient presented to the emergency room on post-operative day (pod) 5 and expired on pod 6. It is unknown precisely when the staple line came undone. A CT scan of the patient upon their emergency room arrival showed no free-fluid. A second CT was performed and it was difficult to tell if the staple line was undone at that time. The secondary procedure was performed laparoscopically and converted to open. Exploratory laparotomy was performed during this procedure and a portion of the stomach that had opened was stapled off. A gastric feeding tube and drains were placed, and the abdomen was washed out. The ultimate cause of death was sepsis due to intra-abdominal perforation/leak. The patient did not receive an autopsy. The surgeon believes the sureform 60 stapler instrument and blue reload are related to this event. Pressure was put on the staple line post-operatively and the staple line came undone.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted gastric bypass (roux-en-y) procedure, a vertical staple line of the gastric pouch came undone at the jj-junction. The patient received a secondary procedure on post-operative day (pod) #5 and was in critical status. The physician¿s assistant (pa) reported that the patient expired on pod #6. The pa reportedly checked the surgical notes for the initial gastric bypass procedure and saw that there was mentioning of intra-operative bleeding from the horizontal staple line where a blue sureform 60 reload had been fired, and that the vertical staple line was also made with a blue sureform 60 reload. However, no intra-operative complications were noted with the vertical line. There was no documentation of seam guard being used with any of the staple lines. The pa said the stapler reloads and sureform 60 stapler instrument used during this procedure were discarded, and they do not document the lot number of which reload was used to create which staple lines. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the surgeon of this procedure; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. However, the customer reported that the blue sureform 60 reloads fired during this procedure were discarded, and therefore cannot be returned for further investigation. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed by a technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no service requests being created. No relevant errors were observed during this procedure on (B)(6) 2023. As a result of this review, the tse did not recommend a field service engineer (fse) visit the site to perform system verification testing. An isi failure analysis engineer (fae) reviewed the stapler logs for the stapler used in this event and the following info was provided: the logs show a sureform 60 stapler instrument was installed on the system (arm #1 and #3) eight times and fired 7 reloads (3 blue, followed by 4 white). On install 1, the firing was completed with no pauses for compression. On install 2, a white reload was loaded, and there were 3 incomplete clamps out of 3 clamp attempts. Completion percentages were around 54%, 57%, and 57% respectively. A reload was not fired on this install. On install 3, the system failed to detect the reload color and the user manually selected the blue reload via the user interface on the surgeon side console (ssc) touchpad. There was a completed clamp followed by a completed firing with 1 pause for compression. There were no more incomplete clamps, no incomplete unclamps, or firing failures for this instrument. Firing on install 4 was completed with no pauses for compression, while on installs 5-8 firing was completed with 1 pause for compression on each. There were no stapler related errors in the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, there was intra-operative bleeding from the horizontal staple line where a blue sureform 60 reload was fired. It is unknown what intervention, if any, was performed due to this event. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the reported post-operative staple line leak that required a secondary procedure and the patient's subsequent demise. .